Manufacturer narrative:
The reported event of inappropriate shock was confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the ring electrode consistent with friction to another implanted device or patient of the anatomy. The cause of inappropriate shock was due to the outer coil being exposed at the abraded zone.

Event description:
Related MFR report number: 2017865-2023-24588. It was reported that a patient presented with inappropriate shock due to the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician elected to explant and replace the ICD and rv lead. The patient condition was not known.